Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, a contrast medium was observed on angiography. After pulling the device back into the guiding catheter and applying negative pressure, blood was aspirated and a balloon ruptured was noted in the distal portion at 1atm with in 5 seconds. The device was removed using normal method without any issue. The procedure was completed with another of same device. There were no complications reported and patient is in good condition post procedure.